Event description:
The pt had an accident 3 months ago. Pt fell on their face and also lost a tooth. Family member reported pt's performance went down afterwards. During an evaluation one week ago. Pt showed no response in play audiometry.